Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, tmicl12.1, -16.00/3.50/093, implantable collamer lens was implanted upside down. The lens was removed and replaced within the same surgery. It was reported that the problem resolved, patient is happy.